Manufacturer narrative:
(D10) reported concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6) 322-40-00 - 145-deg pe 40mm hum liner +0: (B)(6) 322-10-00 - humeral adapter tray, +0:(B)(6) 320-31-40 - glenosphere, 40mm: (B)(6) 320-35-07 - small superior/posterior aug glenoid plate,left: (B)(6).

Event description:
Approximately 3 year(s), 4 month(s) and 15 day(s) post-operative of a left tsa, it was reported via clinical study that intra-operatively of the revision surgery the patient experienced sensorimotor deficit. Patient woke up from surgery w/ numbness in left hand and no grip strength (no regional block provided). The action take for the patient was occupational therapy. The outcome of this event is considered continuing and the clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.